Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 11 months after the dental implant was placed in ada site 19 in the mouth, the implant lost integration. Clinician noted the patient's insufficient bone quality/quantity. The site was grafted. A bridge/full lower arch was placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. Follow up being sent to correct the item reported bacause, after the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that 11 months after the dental implant was placed in ada site 19 in the mouth, the implant lost integration. Clinician noted the patient's insufficient bone quality/quantity. The site was grafted. A bridge/full lower arch was placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that 11 months after the dental implant was placed in ada site 19 in the mouth, the implant lost integration. Clinician noted the patient's insufficient bone quality/quantity. The site was grafted. A bridge/full lower arch was placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).